Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She was able to remove the remaining pieces. After removal, she experienced a headache and nausea, but is now feeling better.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Unused samples were received on (B)(4) 2013. A visual inspection of five companion samples from each carton was conducted. The visual examination did not observe any product defects or abnormalities. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis